Manufacturer narrative:
(B)(4). Batch # pi1-uw357s. Additional information received: what is the patients current condition? The patient was in stable and monitored as of (B)(6). What were the indications for surgery? No information. Did the patient have any comorbidities that may have impacted the procedure? No. Information. What was the thickness of the tissue? No information. Was the patient receiving radiation or chemotherapy? No information. How did you confirm the device was fully fired (such as crunch, compressed until unable to fire further, etc.)? No information. But the doctor commented that the device was used as intended. When the device was fired, where was the indicator located within the green zone/gap setting scale? No information. Was the instrument fired across or near an existing staple line or clip? No. Information. Were any unexpected noises heard? No. If so, when? Na. Were any of the forces higher or lower than expected (closing, firing, or opening)? No. Was there any difficulty removing the device from the tissue? No. If yes, how many counter-clockwise revolutions were used to open the device? Na. What steps were taken to confirm successful anastomosis? (Such as leak test, donut confirmation, etc.) No information. Were any unformed or malformed staples observed? No information. If yes, where were they located? Na. Who fired the device? Assistant or the surgeon? The surgeon did. User experience with the device? --- the surgeon was familiar with the device. How was the leak identified? No information. Where was the leak identified? Anastomosis site was it located at the staple line? No information. What treatment was employed to treat the leak? Drainage was performed form the surgical drain which was placed during the initial operation.

Manufacturer narrative:
The device was disposed of and will not be returned.

Event description:
It was reported that after an open total gastrectomy, leak occurred after the operation. The device was treated properly as usual and the doctor did not feel that something was wrong in firing. The amount of leak was unknown. Blood transfusion was not required. No device will be returning.